Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog #: unknown, unknown nexgen bearings, lot # unknown; catalog #: unknown, unknown nexgen femorals, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Kearns sm, culp bm, bohl dd, sporer sm, valle cjd, levine br. Rotating hinge implants for complex primary and revision total knee arthroplasty (2017), http://doi.org/10.1016/j.arth.2017.10.009. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article "rotating hinge implants for complex primary and revision total knee arthroplasty" that three patients underwent a two stage revision.

Manufacturer narrative:
Cmp-(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.